Event description:
A (B)(6) home hemodialysis patient reported a "dial valve error-1" approximately 5 hours into treatment. The patient was able to return half the circuit of blood back. Estimated blood loss: 160 ml. No adverse effects reported. No medical intervention was required.

Manufacturer narrative:
The device was serviced by a fresenius field service technician who reported dial valve 1 failure. Plant investigation is pending. A supplemental medwatch will be submitted once the investigation is complete.

Manufacturer narrative:
The actuator board was returned to the manufacturer. A simulated dialysis treatment was performed and the issue could not be duplicated. The machine passed self-tests. The diasafe filter integrity test passed. The rinse, chemical/heat disinfection passed with the complaint part (actuator board). The loading pressure was 25 psi, deaeration pressure was 24 inhg and flow pressure was 35 psi and no presence of fluid leaks. All values are within specifications. Therefore, the complaint is not confirmed. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.